Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. One sample was returned for review. Visual inspection of the sample found that the hub of the catheter was returned detached from the tubing, therefore the hub could not be functionally tested for leakage. The hub was viewed under magnification and there were no cracks observed. Since the reported issue could not be confirmed, establishing a root cause and an appropriate corrective action is not possible. The hub for this particular lot is a purchased item. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter stated a 26-gauge PICC line cracked after only being inserted around 4 hours. Inserted (B)(6) 2024 @ 1500 removed (B)(6) @ 1940 due to leaking lot # 11567902 I have the PICC line in my office if you would like it back for a review. It was leaking at the hub and they are working on placing another catheter today since it's a challenging patient!¿